Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after firing 3 staples, the forth staple did not come out from the stapler during orthopedic surgery. After this event occurred, the user attempted to fire without patient use a few times. At that time the same issue occurred inconsistently sometimes staples came out properly. As a result, a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73e1700766 was manufactured on 06/05/2017 a total of (B)(4) pieces. Lot was released on 06/09/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 19 staples left in the cartridge indicating that at least 16 staples were fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no other remarks: difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "stuck in stapler" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that after firing 3 staples, the forth staple did not come out from the stapler during orthopedic surgery. After this event occurred, the user attempted to fire without patient use a few times. At that time the same issue occurred inconsistently sometimes staples came out properly. As a result, a new unit was used. There was no patient injury.